Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rt. A review of the device history record of the product code/lot # combination was conducted with no findings. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the physician was attempting to close the common femoral with an angio-seal device after a successful intervention using a 6 fr terumo destination sheath. The dilator would not snap into or stay secure in the arteriotomy locator. The physician had to hold pressure. A hematoma occurred. The patient did not have any other adverse effects. The patient was stable and was discharged. The estimated blood loss was less than 250cc.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The likely root cause may be related to corrective and preventative action (CAPA) investigations. CAPA investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since device was within manufacturing and design specifications when it was released from terumo medical corporation control. Nonconformance report (ncr) and capas have been noted for this issue in the past 12 months.

Event description:
Additional information was received on (B)(6) 2023: there was no other adverse event. Manual pressure was used to close. The patient recovered successfully and was released. No other procedure was needed.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information in section b5. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.